Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage, communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported by the patient that the pod's pink slide did not move forward indicating a needle mechanism failure. It was also reported that the cannula was bent. The blood glucose levels reached 300 mg/dl while wearing the pod 4 and 24 hours.

Manufacturer narrative:
The device was received deployed. The download data shows that the pod ran for 1865 pulses and completed a bolus with no timeouts or drive stalls. No damages or defects were found that would cause a needle mechanism failure. Inspection of the soft cannula found no bends or kinks. The phb was inspected and the algorithm acted as expected to respective egv values from the cgm.